Event description:
Patient contacted dexcom technical support on (B)(6)2015, to report that they experienced extreme hypoglycemia with blood glucose (bg) of 20 and their receiver had no audio. The patient's wife called 911. The emergency medical technicians administered something unknown to the patient, bringing his bg back to normal levels. The patient was reported to be okay at the time of the call. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed adn the inspection passed. A review of the downloaded error log did not find any errors related to the issue. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.